Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery. After a 6f non-boston scientific (bsc) guide catheter was inserted and a non-bsc guidewire crossed the lesion, a 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR. : returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The batch # was confirmed correct. The device showed signs of use. Microscopic investigation revealed a hole in the balloon 4.8 cm from the distal tip of the balloon. A kink was measured 72.2 cm from the hub, and another was 4.8 cm from the distal tip under the balloon. No other damage was seen. Device analysis determined the condition of the returned device was consistent with the reported information of a material rupture. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to procedural issues therefore, the conclusion code adverse event related to procedure caused or contributed to the event.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery. After a 6f non-boston scientific (bsc) guide catheter was inserted and a non-bsc guidewire crossed the lesion, a 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.